Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion. (B)(4). Conclusions: conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that after cardiopulmonary bypass it was discovered there had been an oxygenation problem while using the fx15 oxygenator. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. A visual inspection revealed no anomalies with the device. A review of the device history records revealed no manufacturing related issues. The returned sample was built into a circuit where bovine blood was circulated to determine the pressure drop. The obtained values were confirmed to meet specifications, there were no anomalies and no clogging noted in the oxygenator. The bovine blood was then circulated for 6 hours, no anomalies or occlusion was noted. The sample was then visually inspected and there was no presence of blood clots formed inside the oxygenator. A definitive root cause could not be determined and this complaint was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.